Event description:
It was reported that during a ptca/rotational atherectomy procedure, 14 mm of the rotablator guidewire tip fractured. The lesion being treated was a calcified, 90% stenotic lesion in the right coronary artery. After ablation with a 1.5 mm burr, the physician exchanged up to a 2.0 mm burr. The physician removed the 2.00 mm bur during the procedure and on reinsertion found that the wire had fractured. The physician did not attempt to remove the fractured portion as he felt that it would have no negative effect on the patient. The rotabalator guidewire was removed and replaced with another guidewire to successfully complete the procedure. No other patient injuries or complications were reported. The patients status was listed as 'good'.